Event description:
Patient reported that pump (serial number (B)(4)) lost programming and is asking for a pass code. No further information provided. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Reported to (B)(6) by: patient/caregiver.